Event description:
In 2011 I was diagnosed with a debilitating autoimmune illness, chronic fatigue, brain fog, arthritis at the age of (B)(6) and night sweats. In (B)(6) 2016 I was hospitalized with severe chest pain, complete numbness of my left arm, heart palpitations and sudden raised blood pressure. After numerous misdiagnoses, I went to my plastic surgeon to talk about my implants. After they were removed I found out that I had the recalled pip implants without being notified of the recall. In 2018 I had them removed and requested they be replaced with "ale" thin smooth saline but after a year, I began having chest pain and returned two weeks later in (B)(6) 2019. To my plastic surgeon who said that he had put textured implants in me, I specifically declined the textured implants due to their association with bia a lcl and so two weeks later in (B)(6) 2019, I had the second set of implants removed and not replaced. I am going to be going in for testing to rule out any exposure to the bia a lcl cancer.